Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen on the rv lead during isometrics. Patient also has been experiencing pain in correlation to pacing. Programming changes were made and not thought to be related to noise. Lead remains implanted.